Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date of current symptoms following the index surgical procedure? Other relevant patient history/concomitant medications when was the vaginal erosion/exposure first noted by a physician? Describe any medical/surgical intervention for vaginal erosion/exposure including dates and surgical findings. Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced mesh erosion into right vaginal sulcus and pain. The patient returned to operating theatre for removal of exposed mesh after failed conservative approach. Additional information has been requested.